Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose meter. Customer reported receiving readings of 38 mg/dl, 42 mg/dl and 135 mg/dl within 10 minutes. All tests were performed on an alternative testing site, not specified. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed. The reported results were found in the meter's internal memory log.